Event description:
It was reported, via online post, that the patient experienced a delivery anomaly about a month ago. It was stated that the patient received the safety letter regarding the reservoirs, but she had none in her possession. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.